Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated and needle was missing. Event description per email states: pet owner called stating a few weeks ago she removed the needle cap on one syringe and the needle was tucked into the orange cap. Stated one syringe also had no needle at all."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0041287 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated and needle was missing. Event description per attached email states: pet owner called stating a few weeks ago she removed the needle cap on one syringe and the needle was tucked into the orange cap. Stated one syringe also had no needle at all."